Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by a non-medical professional that a female patient underwent a fusion procedure using a dynamic stabilization device. Subsequent to the placement of this device, patient began to experience multiple symptoms and injuries including severe pain, additional surgeries, and required extensive medical treatment.